Event description:
On (B)(6) 2012, it was reported that all of the buttons on the pt's infusion device were intermittently not functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroy the functionality of the pump electronics. The buttons function were tested successful and meet the specification. The problem mentioned by the customer is related to careless handling of the product.